Event description:
The patient was shocked twice and now the ICD can't be interrogated. No lights appear on the wand when an interrogation is attempted. The patient hasn't been seen for three years, so current shock impedance or lead data is not available. The patient was asymptomatic when two shocks were received within 5 minutes of each other. On 12/21/2016 update: the patient is scheduled for a change out on (B)(6). An x-ray was done to check the integrity of the lead, but that was inconclusive. It is unknown if the lead is fractured or otherwise damaged. This event will be updated if additional information is provided.

Manufacturer narrative:
On 1/24/2017, we were informed this rv lead and the associated ICD were explanted and replaced on (B)(6) 2017. Another device code has been added to reflect the additional information.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.